Manufacturer narrative:
(B)(4).

Event description:
When placing the lv lead in a lateral target vein, the physician wanted to change the stylet for a stiffer one. The stylet could not be pulled out of the lead, so the whole lv lead was explanted. The stylet could be pulled out the lead once outside the body. The physician will implant a different lv lead during a procedure at a later date.

Manufacturer narrative:
The complaint of the stylet not being able to be pulled out from the lead was not confirmed. Testing did not find difficulties inserting and removing the sample stylet inside the lead during analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies